Event description:
On (B)(6) 2012 customer reported that the cap piercer, on the dxc 600i instrument, leaked. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleared an occlusion within waste line #118. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).